Manufacturer narrative:
An event of complete heart block post procedure and permanent pacemaker implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The implant depth was 6.99 mm (deeper than the recommended 0-5 mm) which may have contributed to the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on available information, the reported event appears to be related to procedural conditions but could not be confirmed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Clinical information: crd_1059 - vista registry, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 27mm navitor valve was successfully implanted in a patient. The final non-coronary cusp implant depth was 6.99mm. On (B)(6) 2024, it was noted that the patient developed a completed heart block. The decision was made to implant a single chamber permanent pacemaker. Subsequent to the previously filed report, additional information was received that there was no difficulty implanting the 27mm navitor valve. There was no calcification extending beneath the aortic annular plane in the interventricular septum. The patient did not have a prolonged hospital stay for monitoring of rhythm. The cause of the complete heart block is attributed to the 27mm navitor valve. However, there is no allegation of malfunction against the abbott device or procedure. The patient was discharged at the time of report.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1059 - vista registry, patient site ID: (B)(6) it was reported that on (B)(6) 2024, a 27mm navitor valve was successfully implanted in a patient. The final non-coronary cusp implant depth was 6.99mm. On (B)(6) 2024, it was noted that the patient developed a completed heart block. The decision was made to implant a single chamber permanent pacemaker.